Event description:
20 g IV inserted into right lower arm (rla) with good blood return. Upon insertion, blood began to leak out near the pink wings. IV removed and new IV inserted.

Event description:
20 g IV inserted into right lower arm (rla) with good blood return. Upon insertion, blood began to leak out near the pink wings. IV removed and new IV inserted.